Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the drg system. Consequently, surgical intervention was taken and the patient's physician added a second lead to the patient's drg system. Effective stimulation therapy was reportedly restored postoperatively.